Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a fractured case, exposing the hybrid, and bio-material intrusion. In addition, the electrode was severed prior to receipt. All of these anomalies were believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. This is due to the damage induced during revision surgery. The device passed the electrical tests performed. This device was explanted for medical reasons. However, this device was received with a severely fractured case and exposed hybrid. This is believed to have occurred during the explant process. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly elected revision surgery for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.